Event description:
In 2008 the reporter contacted lifescan (lfs) alleging that the one touch ping display was cracked. The reporter was unable/unwilling to answer whether the meter trauma occurred. There was no allegation of injury. The complaint is reported due to the alleged cracked display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.